Event description:
The recipient is reportedly experiencing pain and swelling at the implant site. The recipient was prescribed antibiotics 3 times; however, the swelling only reduces while on the medication. The recipient's swelling reduced when the processor was not worn. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. During explant surgery, inflammatory tissue around the implant and mastoid was noted. The recipient underwent antibiotic treatment for a month and a half. During reimplantation surgery, the inflammatory tissue was gone and there was no evidence of a csf leak. The recipient has recovered and resumed device use. Additional details regarding treatment will not be provided. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient's surgery went well.